Manufacturer narrative:
Per further review it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient¿s regular catheters had been discontinued. It was stated that the samples they received to try were all too long and difficult to insert and caused pain and discomfort. They thought that the patient might be allergic to the gel. The patient also stated that some catheters had lubricant that were dried up. Some of them were messy and the lubricant got all over the packages and they were hard to open. Per customer contact via phone on 28may2021, the patient stated that there was no defect with the actual catheters in question. The patient hated the new design, and it personally did not work for the patient. So, the patient was working with liberator to try to find another one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patients regular catheters had been discontinued. It was stated that the samples they received to try were all too long and difficult to insert and caused pain and discomfort. They thought that the patient might be allergic to the gel. The patient also stated that some catheters had lubricant that were dried up. Some of them were messy and the lubricant got all over the packages and they were hard to open. Per customer contact via phone on 28may2021, the patient stated that there was no defect with the actual catheters in question. The patient hated the new design, and it personally did not work for the patient. So, the patient was working with liberator to try to find another one.